Event description:
It was reported that customer experienced continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, was guided through pump reset, did not encounter error again, and successfully started new sensor session.